Event description:
It is reported that a patient had an endeavor sprint drug-eluting stent implanted. Approximately 3 weeks after implantation she started to have chronic headaches which continued for 14 months afterwards before subsiding. She visited her physician three times and the physician stated that the stent was performing as expected with no complications. Her physician stated that he had no concerns related to the stent or the patient's heart health.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (reaction), no results available since no evaluation performed - (device or procedural images not provided for review); evaluation, conclusions: inherent risk of procedure ¿ (reaction), device not returned ¿ (device not returned for evaluation). (B)(4).